Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334drg, ICD, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had an increase of greater than thirty percent impedance since the last interrogation. The lead remains in use. It was also noted that the patient experienced shortness of breath. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the ra lead had high impedance, and high and unstable thresholds. There was loss of atrial capture due to pulmonary edema and pacemaker syndrome. The ra lead was explanted and replaced. It was further noted that the patient's right ventricular (rv) lead was capped and replaced, and the patient's existing implantable cardioverter defibrillator (ICD) was explanted and replaced due to defibrillation threshold testing.